Event description:
It was reported the ptd was being used on a patient's fistula in interventional radiology. When the physician was advancing the ptd forward inside the fistula, the ptd took a "right turn" and went outside of the fistula. When the physician realized this he pulled it back and the tip separated. It was noted the ptd was not being operated at this time and it was also sheathed within the cover and the basket was not open. The physician decided to leave the tip inside the patient because it was not within a blood vessel. A stent was used to open the area. There was a delay in treatment with no patient harm and there was no patient death reported.

Manufacturer narrative:
Complaint no. (B)(4).